Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to patient related factors and the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "minimally invasive implantation of a sapien 3 ultra valve in a degenerated tricuspid bioprosthesis", , the following event was identified as pertaining to an edwards device: a 29mm valve valve implanted in the tricuspid position showed a combined dysfunction with predominant severe stenosis (vmax 3 m/s; peak gradient 21mm hg) and moderate-to-severe intravalvular regurgitation after an implant duration of 25 years due to degeneration. This (B)(6) y-o female patient presented with dyspnoea (nyha class iii). CT-scan did not show signs of severe annular calcifications. The patient underwent conventional redo-surgery through a minimally invasive beating heart approach. During surgery, it was noted that there was a complete fusion of the prosthetic valve into the native annulus. Any attempt of valve removal was avoided due to the high risk of right heart rupture. As a rescue strategy, it was decided to implant a tavi valve in direct vision. A 29mm sapien3 valve was successfully implanted within the edwards surgical device. Postoperative course was uneventful, and the patient was discharged after 7 days. At 6 months, the patient presents in nyha class I and echo showed absence of pvl, with a good functioning of the transcatheter valve, normal right ventricular function, and a reduction of the spap to 25 mmhg.

Manufacturer narrative:
Additional manufacturer narrative: added information to a1, a2, and b7. H11. Corrected data: corrected h6 result code based on information provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.